Manufacturer narrative:
Approximate age of device ¿ 7 years, 3 months. The replaced portion of the driveline is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppage events occurred. The patient was admitted to the hospital. The patient was asymptomatic. A distal end percutaneous lead (driveline) evaluation was performed by the manufacturer's technical services representative. A review of the system controller log files confirmed short pump stoppages during battery support. X-rays images showed no direct indication of damage on the portion of the driveline internal to the patient. The portion external to the patient showed several areas of stressed shielding. Visual inspection of the external driveline revealed several rescue tape repairs. The driveline passed electrical continuity testing, and the alarms were unable to be reproduced with manipulation of the external portion of the driveline, or while the patient performed body movements. A decision was made to perform a distal end percutaneous lead replacement. No further incidents occurred. No additional information was provided.

Manufacturer narrative:
Device evaluation: the replaced portion of the driveline was returned measuring approximately 2 inches. Approximately 19 inches of the outer jacket was removed prior to receipt of the driveline. Examination of the bionate did not reveal any signs of damage. Electrical discontinuity testing did not reveal any shorts or discontinuity. Breakdown of the metal shielding was identified throughout the driveline. A visual inspection of the underlying wires did not reveal any signs of insulation breaches. High potential testing did not reveal any issues. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. Although a root cause for the pump stoppages captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. The heartmate ii instructions for use and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.